Event description:
Additional follow up revealed that patient's scheduled surgery for pocket revision was canceled due to high potassium, patient is not currently scheduled for a revision.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg pocket was revised on (B)(6) 2018. Reportedly, therapy was resumed post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs ipg has migrated toward spine and causing pain. As a result, a surgical intervention may be pending to address the issue.